Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . E1: last name unknown / not provided.

Event description:
It was reported that the implant at tooth site #30 was removed as it was fractured. Implant collar is fractured. Implant was removed and site was grafted. Patient will return after 3 months of healing for re-eval and implant placement.